Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated to tech that the patient alleges that the chair took off on its own. The dealer stated that the patient alleges they hit a wall and the wheels were still spinning.